Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after a knee arthroplasty that the patient is experiencing anterior knee pain, and it is particularly noticeable on stairs.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: femur cemented posterior stabilized (ps) narrow left size 6 catalog# 42500006001 lot# 62665221, tibia cemented 5 degree stemmed left size c catalog# 42532006401 lot# 62711620, articular surface fixed bearing posterior stabilized (ps) left 11 mm height catalog# 42511400511 lot# 62632002. Report source: (B)(6). The cited products remain implanted in the patient. Therefore they cannot be evaluated for deficiencies that may cause functional issues. The complaint for pain cannot be independently confirmed with the available information. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Since the devices were not returned for evaluation, a definitive root cause for pain - and associated risk - cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has continued pain five years post-implantation. No revision is planned at this time. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2016 - 00072 - 2, 0001822565 - 2016 - 04127 - 2.

Manufacturer narrative:
Root cause remains unchanged by the additional information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had continued pain after an injection was performed approximately seven months ago. No revision is planned at this time. No additional patient consequences were reported.